Manufacturer narrative:
The urf-v2 video scope, serial number (B)(4) was forwarded to the manufacturer for evaluation. The manufacturer performed a visual inspection on the received condition and found the bending section broken near the insertion tube side of the bending section cover glue. The portion of the bending section area that has become broken was approximately 70mm from the distal end side. Although the bending section was broken, the manufacturer verified that there was no protrusion through the bending section cover. The video scope failed the leak test due to multiple holes on the bending section cover near the insertion tube side. The manufacturer proceeded to remove the bending section cover to verify the extent of the bending section damage. Upon removal of the bending section cover, it was discovered that the bending section had broken, but was still intact (not detached). The broken portion of the bending section did produce sharp edges. Mq also found seven out of the twelve bending section support pins receding into the channel and lifting. The instruction manual states the following; ¿do not twist or bend the bending section with your hands. Equipment damage may result¿. Additionally, the instructions for safe use manual indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment. Based on the evaluation, the likely cause of the bending section skeleton breaking was due to excessive force and/or stress, attributed to mishandling.

Event description:
It was reported that the 5 centimeter mark at the bending iron was starting to break on the endoscope.

Manufacturer narrative:
The nurse at the user facility further reported that the serial numbers of their scopes were not being updated in the electronic medical records (emr) systems when they were being returned. As a result, the nurse could not for certain determine what scope was used for the procedure or what patient it was. The nurse confirmed there was no injury reported and that the scope was found to be damaged after the procedure.